Event description:
During the atrial fibrillation procedure, the sheath was inserted into the right atrium. After a non-abbott catheter (jj's thermocool smarttouch sf catheter) was inserted into the sheath and removed, blood leaked from the hemostasis valve. When aspiration was performed from the side port, air was aspirated. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. No air movement into the patient was confirmed. The only products inserted directly into the hemostasis valve were the included dilator and the thermocool smarttouch sf catheter. No additional venipuncture was performed due to sheath replacement. There was no resistance when inserting the dilator. The sheath and dilator were integrated and inserted as per the procedure.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11 one 10f fast-cath introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted on both sides of the seal. A corrective action was initiated to address the failure mode of this introducer leak.